Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator was exhibiting far p-wave oversensing. The patient presented for a follow-up in clinic with complaints of shortness of breath and fatigue. It is unknown if the symptoms are related. No intervention was performed. The patient will continue to be monitored.